Event description:
This device was returned without oos documentation from an unk source. Per following physician's office, this device was implanted then explanted the same day due to device malfunction. Per biotronik rep, the device was checked prior to pocket closure and all numbers were appropriate. The pt was rechecked following pocket closure and impedance measurements "indicated loose set screw." The physician requested a new device.